Event description:
Philips received a complaint from the field service engineer (fse) on the v60 indicating that while servicing the device, it was observed that there was an error code 1122 check vent: blower temperature high message. It was confirmed that the motor controller board will need to be replaced to resolve the reported problem. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.

Manufacturer narrative:
H10: a philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer will be completing repair on their own, customer refused services. It is unknown what the outcome of the service event was, and no further information could be obtained. The investigation concludes that no further action is required at this time. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.